Manufacturer narrative:
No product being returned for evaluation. The device history for the associated lot number did not reveal any issues with the lot. Based on this info, an exact root cause is unable to be determined. The followings are potential causes of pleural effusion: perforation of subclavian, brachiocephalic, or vena cava veins upon insertion of PICC, erosion of vein due to contact with catheter tip, infusion of hyperosmolar solutions/ medications leading to chemical irritation and/or vein thrombosis, combination of chemical and mechanical trauma to vein leading to erosion and effusion, PICC tip outside of superior vena cava and blockage of thoracic or lymphatic duct by catheter or thrombus. Pleural effusion represents an unusual complication of a PICC. It is unlikely to be an insertion related event. Most reports describe its occurrence after the catheter has been indwelling for a period of time. Argon will continue to monitor any received complaint to analyze for potential trends.

Event description:
Pleural effusion occurred. Line was places on (B)(6) 2013. Lines discontinued and removed on (B)(6) 2013. It was in the left arm (9.5cm) placement verified at svc.